Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cable vac circuit breakers were evaluated and reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an non-recoverable loss of system functionality. No patient or user injury was reported.